Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: false air in line alarm. Detailed inquiry description: educator called to 6w to help troubleshot air bubble alarm after nurse had attempted to troubleshoot on her own 4 times. Line was originally primed on the pump, tubing seeded against the sensor, medication was not hung cold, bag was fully spiked, and asv was present on tubing. Tubing was removed from the pump and tapped to make sure there was no air in the tubing. Tubing was reinserted and nurse immediately received another air bubble alarm again with no visible air in the line. Re-spiked dextrose with a new set of tubing from the same lot number using the same pump and infusion completed. Treatment or type of therapy: infusion of dextrose to patient with a low blood sugar. Description of the patient event air in line alarm with no visible air in line. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two used samples were provided for evaluation. Upon visual inspection of the returned sample, both samples were attached to observe if it would fit into the pump. The tubing did not need to be stretched and there was no evidence of interference between the tubing couplers and the pump housing. In an attempt to replicate the reported defect of the air-in-line alarm on the pump, the samples were attached to the pump and then tested by running therapy while staggering the rate of flow throughout the therapy. No alarms occurred during the testing of the returned samples. The samples were also leak tested with no leakages observed. A measurement of the outer diameter of the pump segment tubing was taken and found to be within specification. Based on the data from the investigation, the reported defect was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five retains from the reported batch number were tested per specification and passed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted